Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "vitalock cup implanted in 1994. The pt was revised on (B)(6) 1998 for dislocation. The constrained liner was cemented in at that time. The pt was revised again today for dislocation."